Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
A patient reported neck pain and imaging identified two fractured ozark self-starting screws. The patient was revised, the fractured screws were left in place, and posterior fixation was added. This report captures the second of two fractured ozark screws.

Manufacturer narrative:
Device remains implanted.

Event description:
A patient reported neck pain and imaging identified two fractured ozark self-starting screws. The patient was revised, the fractured screws were left in place, and posterior fixation was added. This report captures the second of two fractured ozark screws.